Manufacturer narrative:
.

Event description:
It was reported by the physician that the patient had an increase in seizures believed to be due to vns generator battery depletion and the patient was referred for vns generator replacement. The vns generator was returned to the manufacturer for analysis which showed the vns generator battery reach a neos (near end of service) condition and not an eos (end of service) pulse disabled condition, indicating the generator was still providing therapy to the patient as intended through the time of explant. It is unknown what caused the increased "zoning out" reported and it is unknown if the increase is below, at, or above pre-vns baseline levels. Attempts for additional information have been unsuccessful to date.